Event description:
It was reported that the device had recorded a signal artifact monitor (sam) episode and occasional high impedance on this right ventricular (rv) lead. Measurements were taken by the healthcare professional and the pacing impedance measurement were within range and the threshold measurement was stable. Trending displayed a few pace impedance spikes at 1950 ohms. Additionally, loss of capture was observed after the sam episode. The device was reprogrammed, and pacing impedance limit was increased to 2500 ohms. There were no adverse patient effects reported. The device and this rv lead remain in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).